Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported they are having problem with the recharger but they are not sure what the issue. Patient reported they charge up the ins to 100 every night and in the morning the ins drops to 50% charged. Patient stated the ins only dropped to 30% one night and he is not sure why the ins only dropped to 30%. Patient services (ps) asked patient to connect with controller, controller showed ins 50%, controller 100% charged and normally gets excellent quality when recharging the ins. Ps asked clarifying questions, and patient said they use group b, p1 the most at 7.2v. They have group b, c but they don't use the other groups often. Ps asked patient to inspect the recharger (rtm) for damage and patient said there is no visible damage to the rtm. Psreviewed keeping the ports on controller and rtm clean. Ps reviewed therapy on/off button and turning programs off. Ps recommend monitoring the battery level / write down the information and consult with hcp ofc for next steps if the ins is not depleting like normal. Ps reviewed the external devices seem to be functioning as they should.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the change was more activity and turned it up more and not sleeping a lot of movement in the night. Patient stated it was taking so long to charge at times and it was because they went to sleep and moved. Patient stated they turned it up. Patient reported issue was resolved.